Event description:
It was reported that the pump was not exposed to extreme temperatures, but a temperature alarm occurred. There was no adverse impact to the customer's blood glucose level. The customer was unable to clear the alarm and reverted to using an alternate method of insulin therapy.